Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The device was successfully implanted with a complete seal. Thrombus was discovered on the face of the device after the initial deployment. Aspiration was performed through the wds to remove the perceived thrombosis and the device was released successfully. An activated clotting time (act) of 234 was noted during the procedure. The patient remained stable and was discharged.